Manufacturer narrative:
The device was evaluated and found to be within specification. Also, a DHR review was conducted with no discrepancies noted. Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that while using a cavitron g130 scaler the insert was getting hot if the water was not up all the way. The event outcome is unknown as of this MDR evaluation. Additional information has been requested, but is not yet available.